Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspect the system onsite and confirmed that the wireless footswitch was non-functional. Upon functional analysis, the fse identified the status of the wi-fi (led) indicator on the wireless footswitch was flashing red, the colour of the battery indicator was green and confirmed that there were intermittent wireless connectivity issues. To resolve the reported issue, the fse replaced the wireless footswitch and base station. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the wireless footswitch was non functional. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.